Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. Device component code 743 is related to device problem code 1104 for the problem of brush detachment. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used on (B)(6) 2018. According to the complainant, the brush broke inside the scope's channel. The broken brush was removed from the scope prior to reuse of the scope. There was no patient involvement.